Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting. The customer's serial number on the pump was unknown. The customer was informed that they will be contacted in 90 days for a follow up date on the insulin pump's performance. No further information was provided.